Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the dilution wash valve 1 tubing, as it was blocked. The cse also found that the reaction tray wash unit drain valve 1 was stuck open. The cse checked the lamp energy and performed precision testing, which were acceptable except for calcium. The cse checked the wash ports for correct flow, primed the instrument and repeated precision testing, which was acceptable. Upon the cse specialist's instructions, the customer replaced the cuvettes but quality controls and precision results were again out of range. During the follow-up visits, the cse decontaminated the instrument with 5 percent hypochlorite. The cse performed precision testing and ran calibrations and quality controls, which were acceptable. A siemens regional support center (rsc) specialist reviewed the instrument data and service report and determined that the cause of the imprecise calcium results was due to contamination, which was resolved by performing decontamination procedure. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A siemens customer service engineer (cse) specialist was at the customer site to perform troubleshooting on an advia 1800 instrument. While performing coefficient of variation check, the cse determined that calcium results were imprecise. It is unknown if imprecision was obtained on the patient samples. There are no reports of patient intervention or adverse health consequences due to the imprecise calcium results.